Event description:
It was reported that the right ventricular (rv) lead¿s threshold has increased overtime. It was also noted that the lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).